Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker entered in safety mode. It was decided to explant and replace this device, during the explant procedure it was also found that the system exhibited high out of range pacing impedance measurements. This device is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier d6a: implant date if pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker entered in safety mode. It was decided to explant and replace this device, during the explant procedure it was also found that the system exhibited high out of range pacing impedance measurements. This device is not expected to be returned for analysis. No further adverse patient effects were reported.